Event description:
Rec'd info that all insulin delivery stopped. Reportedly customer's blood glucose level was high, customer is using shots as a back up.

Manufacturer narrative:
The device has been rec'd for evaluation. However, the evaluation is not complete. A supplemental report will be submitted upon completion of evaluation.